Event description:
The customer contact reported the patient received more medication than intended. The customer declined to provide specific patient information, pump programming, or event details. The device was removed from clinical service. During testing at the user facility, the device passed delivery accuracy testing. The customer contact reported that there were "no problems found." There were no reports of any adverse events while the device was in clinical use. Though requested, no add'l info was provided.